Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent two more gynecological procedures, the first on (B)(6) 2002 and again on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and neuromuscular problems. (B)(4).